Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vich12.6 implantable collamer lens, +10.00 diopter, during the same surgery due to the lens was torn during delivery into the patient's right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown. The lens was discarded.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device code: (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).